Event description:
It was reported that the pt was in a car accident and required a lead revision. The lead revision went well; however, during recovery, the pt had a grand mal seizure. Further info has been requested from the healthcare professional.

Manufacturer narrative:
(B) (4).